Event description:
A report was received that the patient had developed a small infection at the anchor site after a previous anchor revision procedure. Symptom included high fever. It was believed that the infection was procedure and device related. The patient was prescribed keflex and the site was stitched up as the stitch had come loose. The infection had healed and the patient was reportedly doing well.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.